Event description:
A discordant high result for iron was obtained on an advia 1800 instrument. The same sample was retested on the same instrument. The repeat results were in the normal range. The second good result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant iron result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and database and found several errors in the database related to the reagent probe pump 1 (rpp1). The customer had already replaced the rpp1. The fse proactively replaced the liquid level sensor and verified the alignment of all probes. The instrument is performing within the specifications. Further evaluation of the device is not required.